Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, hiv ag/ab combo, list number 2p36. This report is for recipient 2. Refer to MFR report # 3002809144-2022-00125 for recipient 1.

Event description:
The customer obtained a (B)(6) architect hiv ag/ab combo result for one donor. On (B)(6)2019 donor ID (B)(6) generated a non-reactive result of (B)(6) for architect hiv ag/ab combo. The donor sample also generated non-reactive results for architect htlv I/ii ((B)(6)), anti-hbc ii ((B)(6)), anti-hcv ((B)(6)), hbsag qualitative ii ((B)(6)), syphilis tp ((B)(6)) and chagas ((B)(6)). On (B)(6) 2022 the customer received a letter from the national institute of health which indicated the donor was included in the hiv high-cost account in 2017. The hiv high-cost account includes patients that are diagnosed with hiv, therefore the patient had a history of hiv positive results presumably in 2017. The letter further indicated the donor donated blood on two other occasions at alternate blood centers prior to and after the 2019 donation which were both found to be hiv reactive. The donated red blood cells and plasma were administered to two patients. The two patients died as a consequence of their underlying disease. Neither transfusion nor a transfusion transmitted infection were considered as the cause of death. No further impact was reported.

Manufacturer narrative:
Investigation of the complaint issue included review of complaint data, trending data, labeling, device history records and review of previously completed in house testing of the complaint lot. Return testing was not completed as returns were not available. Review of complaint and trending reports did not identify any issues or trends. Review of device history records associated with the complaint lot did not identify any non-conformances or deviations. Labeling was reviewed and sufficiently addresses the complaint issue. Although the complaint lot 01416be00 expired on 17-nov-2019, sensitivity testing of the lot was previously performed on (B)(6) 2019. This included testing of a retained reagent kit of the complaint lot with two commercially available seroconversion panels. The results were compared to the architect hiv ag/ab combo results provided by the panel manufacturer. The lot detected the same bleeds as reactive for the seroconversion panels. Based on this data it was shown that the sensitivity performance of the complaint lot was not adversely affected. Based on this investigation, no systemic issue or deficiency for the architect hiv ag/ab combo reagent was identified.